Event description:
Suspicion of infection. The patient has trochanteric pain. Inlay + head + quadra stem have been removed. We will not receive them for investigation.

Event description:
Ref MFR #3005180920-2015-00134.